Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec-3890fi2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating "brand new device still contaminated after three samplings" involving pentax medical video colonoscope model ec-3890fi2, serial (B)(4). The operating channel, water/jet channel, air channel and aspiration channels were sampled on (B)(6) 2018. The sample results are as follows: total mesophilic flora >150cfu/100ml (colony-forming units/100ml), bacillus sphaericus >150cfu/100ml, lysini sphaericus 15cfu/100ml. The operating channel, water/jet channel, air channel and aspiration channels were sampled on (B)(6) 2018. The sample results are as follows: air/water channel >150cfu of total mesophilic flora, leifsonia aquaticum, and pseudomonas aeruginosa suction channel >100 cfu of total mesophilic flora and leifsonia aquaticum, water jet channel >100 cfu of total mesophilic flora and lysinibacillus sphaericus, channel operator 15cfu of total mesophilic flora, 10cfu pantoa agglomerans, 2 cfustaphylococcus klosi, and 3cfu staphylococcus camosus. The aspiration channel, air channel, water/jet channel, and operating channels were sampled again on (B)(6) 2018. The sample results are as follows: suction channel 0cfu of total mesophilic flora and aspergillus niger, air/water channel 0cfu of total mesophilic flora and aspergillus niger, water jet channel 4cfu of total mesophilic flora and 4cfu aspergillus niger, channel operator 2cfu of total mesophilic flora and 2cfu aspergillus niger. Pentax medical (B)(4) asked for the colonoscope for reprocessing and sampling. The operating channel, water/jet channel, air channel and aspiration channels were sampled by pentax (B)(4) on (B)(6)2018. The sample results are as follows: channel operator 20cfu staphylococcus coag negative, suction channel < 1cfu, air/water channel <1cfu, water jet channel <1cfu. Microbiological quality of the device 20cfu/endoscope. The colonoscope was again reprocessed and sampled. The operating channel, water/jet channel, air channel and aspiration channels were sampled by pentax (B)(4) on (B)(6) 2018. The sample results are as follows: channel operator <1cfu, suction channel < 1cfu, air/water channel <1cfu, water jet channel <1cfu. Microbiological quality of the device <1cfu/endoscope.